Manufacturer narrative:
Event occurred on an unknown date in 2020. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported on august 19, 2020, a cannulated hexagonal screwdriver and a driving cap/threaded were found broken at the sterile processing department (spd). There was no patient involvement. This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).